Manufacturer narrative:
G3 correction: the previous report (initial) indicated the date 2025-02-03 in error (incorrect year), and should have instead indicated 2026-02-03 regarding date manufacturer received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider and a consumer via a manufacturer representative (rep) regarding a patient with an implantable pump. It was stated that the patient reported that when they wanted to make a bolus with her remote control, the connection went up to 90% and then took several minutes to complete. Actions/interventions taken included changing the remote. The issue was resolved at the time of the report. Factors that may have led or contributed to the issue were unknown. The patient was without injury. Additional information was later received from a foreign healthcare provider via a company representative. The serial number of the pump was (B)(6). The pump was implanted in (B)(6) 2020. The date: (B)(6) 2020 is considered an approximate date of implant (specific month and year known only). The software version of the patient¿s personal therapy manager application was 1.0.1124.

Manufacturer narrative:
Continuation of d10: product ID: th90t02, serial# unknown, product type mobile platform product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.